Event description:
A file separated in the canal during a procedure. The patient is scheduled for folllow-up treatment, though outcome of the event is not known as of this report. Please note that the initial reporter did not know what type of file was invloved and stated,"I'm not sure it's your file,but it could be. It probably is."